Event description:
Same case as MDR# 6000093-2006-00997. Six days following a coronary artery drug eluting stenting treatment procedure there was thrombosis. Following an acute myocardial infarction, the physician treated an ostial 3.0 mm diameter lesion located in the proximal left anterior descending (lad). The lesion was predilated using a 20 mm length balloon and then two taxus express2 drug eluting stents sizes 3.0x12 mm and 3.0x16 mm were deployed. The patient received plavix prior to the procedure; aramine, heparin, midazolam, morphine and reopro during the procedure; and plavix following the procedure. The patient had evidence of reopro induced thrombocytopenia. Six days later the patient presented with chest pain and a thrombosis was detected. Angioplasty was performed (unknown what balloon type and size) and a subsequent dissection was stented using a vision stent of unknown size. The patient is reported to be recovering well.